Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was returned loaded in the 1.50mm rotalink¿ plus, inspection was done and it was observed that the body was kinked in several sections in the middle of the device and the spring tip kinked and stretched. The guidewire couldn't be removed from the rotablator, since the kink at the proximal end of the device by the rotablator connection is the cause of the guide wire being unable to be removed from the burr. The overall length couldn't be measured due to the device condition. The outer diameter of distal tip couldn't be measured due to the kinked and stretched spring tip. All other outer diameters are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2016-03648. It was reported that the burr became stuck on the rotawire and the brake lock button was damaged. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal left anterior descending artery(lad). A 1.50mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. During the procedure, after a non bsc guide catheter was engaged, a non bsc guidewire crossed the lesion. Pre dilatation was performed with a non bsc balloon and intravenous ultrasound(ivus) was performed. The guidewire was then exchanged to rotawire. Subsequently, ablation was performed initially at 208,000 rpm for 10 seconds, the 2nd at 205,000rpm decreasing 1000rpm for 12 seconds, the 3rd at 204,000 rpm decreasing at 2,000 rpm for 9 seconds and the fourth at 203,000rpm decreasing at 1000 for 14 seconds. After the ablation was performed, the burr was attempted to be removed; however, it was noted that the brake lock button was damaged and the burr became stuck on the rotawire. Both devices were removed from the patient's body as a unit. A non bsc stent was then deployed and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "gently advance or retract the burr while it is in high-speed rotary motion. Ensure that the free lumen rotational speed of the burr does not exceed 180,000 rpm for 1.25 mm to 2.0 mm burrs and 160,000 rpm for the 2.15 mm and larger burr sizes.". (B)(4).

Event description:
Same case as: 2134265-2016-03648. It was reported that the burr became stuck on the rotawire and the brake lock button was damaged. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal left anterior descending artery(lad). A 1.50mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. During the procedure, after a non bsc guide catheter was engaged, a non bsc guidewire crossed the lesion. Pre dilatation was performed with a non bsc balloon and intravenous ultrasound (ivus) was performed. The guidewire was then exchanged to rotawire. Subsequently, ablation was performed initially at 208,000 rpm for 10 seconds, the 2nd at 205,000rpm decreasing 1000rpm for 12 seconds, the 3rd at 204,000 rpm decreasing at 2,000 rpm for 9 seconds and the fourth at 203,000rpm decreasing at 1000 for 14 seconds. After the ablation was performed, the burr was attempted to be removed; however, it was noted that the brake lock button was damaged and the burr became stuck on the rotawire. Both devices were removed from the patient's body as a unit. A non bsc stent was then deployed and the procedure was completed. No patient complications were reported and the patient's status was good.